Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, nausea after using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to an authorized service center for evaluation. The device was visually inspected. During the evaluation the service center found dust/dirt inside the device . The service center also found the device passed evaluation test and did not find evidence of foam degradation. The device's event log was reviewed by the service center and found the error log showed 3 error was logged. The service center concludes the device was not needed for internal stock and the device was scrapped as per customer's request. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, nausea after using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to an authorized service center for evaluation. The device was visually inspected. During the evaluation the service center found dust/dirt inside the device . The service center also found the device passed evaluation test and did not find evidence of foam degradation. The device's event log was reviewed by the service center and found the error log showed 3 error was logged. The service center concludes the device was not needed for internal stock and the device was scrapped as per customer's request. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.